Manufacturer narrative:
Evaluation summary: medtronic has received the device and its analysis has been completed. The hypotube had detached 17.5 distal to the strain relief. The remaining hypotube was kinked 32 and 51 cm distal to the detachment site. No other damage noted. The stent was on the balloon with no damage noted. The catheter shaft was returned in two parts with the break point noted approx 17.5 cm distal to the distal side of the strain relief. The proximal part of the shaft appeared bent in shape with several kinks noted to the shaft proximal to the break point. The distal shaft also appeared kinked distal to the break point. Both break points on the shaft appeared 'fish mouthed' in shape indicating that the device was kinked at the break point. As limited information is available on the reported event indicates that the device was used in the patient, it is possible that force was used to advance the device either through the haemostatic valve or into the patient. Recreations completed by r&d engineering show that breakages can occur if product is exposed to excessive bending force during delivery or if sufficient bending/manipulation is applied. From the damage noted to both the distal and proximal sections of the shaft it appears most likely that the detachment of components was related to the incorrect technique applied by the physician during the procedure.

Event description:
A 2.5 mm diameter x 12 mm length micro driver rx coronary stent system was inserted into a patient for the treatment of an unknown lesion. The vessel morphology was reported as severely calcified. It is unknown if the lesion was pre-dilated. It was reported that the physician was unable to cross the lesion and met with strong resistance. The physician stated that he exerted heavy force on the shaft and that the delivery system broke. The device was successfully removed. It is unknown how the case was completed. The patient is reported to be fine.